Event description:
An occupational therapist at a hospital received a thumb cmc abduction splint as a sample from north coast medical, inc to try for use approval. She contacted north coast medical, inc in 2008 to report an incident with the splint. She read the instructions for heating the splint to soften the thermoplastic insert. The instructions say to heat the splint in 20 seconds intervals, not to exceed two minutes total heating time. She said she had scanned the instructions, and the 20 second intervals did not stand out. After the splint had been heating for a continuous one minute and 30 seconds, she smelled something burning and the splint was on fire. On removing the splint from the microwave she received a burn on her finger. She reported to the emergency room at her place of employment for treatment for the burn which was reported on the emergency room report as a first degree burn. She was immediately released from the emergency room after treatment, and is not required for follow up treatments. When the therapist contacted north coast medical she told her contact she received third degree burns. This contradicts the emergency room report. Therapist acknowledged the instructions were not followed for preparing the splint.

Manufacturer narrative:
This event occurred during the preparation of the splint prior to application. When the therapist noticed the splint was burning in the microwave, she reached in with her hand to remove it while it was still hot, which caused the first degree burn she suffered.